Manufacturer narrative:
Corrected data: d6: if implanted, give date.

Manufacturer narrative:
Additional manufacturer narrative: a1. Patient identifier.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the graft was implanted in the av patient on (B)(6) 2019. During the procedure the doctor observed clear fluid around the graft. The procedure was completed with no further incidents. The doctor called gore on (B)(6) 2019 reporting that he realigned the graft.